Event description:
After 10 minutes of ls application, blood pressure could not be measured. Since effusion was confirmed, transfer to drainage and the procedure was discontinued. Infected: no, infection name: diagnosis or treatment: resolution: not completed due to another reason, where did event occur: inside the patient, patient outcome: patient injury, first time the unit was used: yes, tested prior to use: yes, used before expiry date: yes, generator used, ablation, catheter used: yes, yes, farawave.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As no device was returned for analysis the cause is unconfirmed : no problem detected. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
After 10 minutes of ls application, blood pressure could not be measured. Since effusion was confirmed, transfer to drainage and the procedure was discontinued. Infected: no infection name: diagnosis or treatment: resolution: not completed due to another reason where did event occur: inside the patient outcome: patient injury first time the unit was used: yes tested prior to use: yes used before expiry date: yes generator used ablation catheter used: yes, yes, farawave.